Event description:
Pt. Claiming 5 year history of collagen treated with zyderm 2 injected in 5 scars on upper lip at philtrum. Experienced swelling, tingling, and pain. Treated with 2 dose packs solumedrol, benadryl, prednisone. Symptoms continue and are "constant with ebbs and flows".